Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) due to sinus bradycardia with premature atrial contractions (pacs). The icm remains in use. No patient complications have been reported as a result of this event.